Event description:
Persistently very high sugar levels of about 400-500 mg/dl [blood glucose increased], novo pen injector may be faulty [device defective]. Case description: this serious spontaneous case from poland was reported by a consumer as "persistently very high sugar levels of about 400-500 mg/dl(sugar blood level increased)" with an unspecified onset date, "novo pen injector may be faulty(device defective)" with an unspecified onset date, and concerned a elderly female patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", patient age, height and weight were not reported. Medical history was not provided. Concomitant products included - insulin. On an unknown date, patient experienced persistently very high blood sugar levels (blood glucose) of about 400-500 mg/dl. Patient reports that the novo pen injector may be faulty. Batch numbers of novopen was not available. Action taken to novopen was not reported. The outcome for the event "persistently very high sugar levels of about 400-500 mg/dl (sugar blood level increased)" was not reported. The outcome for the event "novo pen injector may be faulty (device defective)" was not reported. No further information available. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated.

Event description:
Case description: event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Investigational result: name of the suspect product:novopen. Batch number of suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case was updated with the following informations: investigational results updated for the suspect final report check box was ticked in EU/ca device information. Expected date of follow up report was removed. Is non reportable? Field updated as "no." Malfunction field updated as "no." Field follow up information further investigation was updated. Imdrf codes (b,c,d,g) were updated. Narrative updated accordingly. Final manufacturer's comment: 27-jan-2025: the suspected device was not returned to novonordisk for investigation. No investigation was possible, because neither sample nor batch number was available. With very limited information regarding the patients handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause for functionality of novopen. No conclusion is reached. H3 continued: evaluation summary: name of the suspect product:novopen. Batch number of suspect product: unknown. No investigation was possible, because neither sample nor batch number was available.